Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provided to date.

Event description:
It was reported that system failure force sensor test. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated . H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found crack on right plunger case. It was unclear if there was evidence of the reported problem (error) recorded in event history log as log was unable to be downloaded. The reported problem was duplicated, the force sensor test error was found at power up. The investigation found broken screw boss on left plunger case. For corrective action the plunger assembly was replaced. The root cause of reported problem was traced to customer damage from improper handling. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 08-feb-2011; d4: model number: 3500.